Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the locator abutment (iloa003) fractured off into the implant. The fractured screw portion of the abutment was able to be removed from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following investigation results have been received from the manufacturer of the device, zest dental solutions. A good faith effort was made to obtain investigation results from the manufacture of the device but no results were provided. If any results become available at a later date from the manufacture a supplemental medwatch 3500a will be submitted. A singular root cause could not be determined. (B)(4).